Event description:
During routine testing of the device at the service center, the service technician reported that there was debris inside the liquid crystal display (lcd) lens. Since the event occurred during routine testing, there was no pt involvement during this event.